Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician's tablet doesn't work. Troubleshooting was performed and it is believed to be an issue with the usb port on the tablet that is not working properly. A known good wand was used and unable to get any connection with the wand to tablet. No patients were affected. The tablet has not been received for analysis to date.